Event description:
The customer reported to olympus, that during routine testing, the subject device tested positive for microbial contamination, even after several attempts to disinfect the device in the facility's disinfecting machines. The scope was cultured and more than 250 colony forming units (cfu) of klebsiella pneumoniae were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Three (3) cfu of micrococcaceae and coagulase-negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. At this time, minimal information has been received regarding the customer's cleaning, disinfection and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The channels are flushed. Clean up detergent is used for precleaning. No further cleaning, disinfection, and sterilization (cds) information was provided. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens and charged coupled device cover lens were cracked, the bending section cover glue separated, cuts in the key top 1, low angulation, and the connecting tube was snakey. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.